Event description:
A patient service representative (psr) contacted zoll customer support while assisting a (B)(6) male patient to report that the patient's monitor was screeching and would not power on. The patient was issued a replacement monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (screeching/ will not power on) was confirmed. Upon evaluation, there was corrosion on multiple components within the monitor, specifically the dc controller component u600. The cause of the inability to power on is lack of output voltage from the 5.4v power supply. The cause of the lack of output voltage is corrosion on u600. The cause of the corrosion cannot be positively identified but is likely liquid ingress of an unknown contaminant. In addition, when the monitor was powered with a known good power supply, the monitor made a popping noise and failed to power on further. The cause of the popping noise and failure to power on further is a damaged high-voltage capacitor c-19 on the defibrillator board, which began leaking electrolyte over the defibrillator and computer/ analog (ca) board. The cause of the damaged c19 is a defective converter. The converter remained in the 'on' function. The cause of the defective converter is the lack of output voltage from the 5.4v power supply. No adverse event resulted from the defective monitor. The patient received a replacement monitor.